Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a lead implant, the patient's coronary sinus anatomy proved difficult. X-ray showed that the guidewire did not follow the curve and a puncture of the coronary sinus to the pericardium was suspected. Ultrasound showed minor bleeding. The lead was explanted and there were no further consequences to the patient.